Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead and adapter complained of muscle stimulation. The physician believed that the lead had migrated from its original position. The lead also displayed pacing impedances of less than 200 ohms. The patient was seen for a revision procedure where the lead was repositioned and then attached to a new adapter. The lead was then tested with the new adapter with normalization of impedance measurements and no muscle stimulation. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.